Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had a buried lead trial and had a successful trial with the same current parameters. The patient had an intellis device implanted on the day of the report and they were seeing a settings not available message. The patient had two groups. The 3.6 milliamps/550 microseconds/200 hertz; 2 anodes and 3 cathode; 4.8 milliamps/550 microseconds/200 hertz; 2 anodes and 3 cathodes the impedance during the trial was ranging from 800 ¿ 1000 ohms. It was reviewed that the use of high therapy parameters can lead to high current draw resulting in out of regulation. It was suggested that the manufacturer representative check the impedances on the programmed electrodes and consider changing the electrodes that are currently providing stimulation. It was also advised to decrease stimulation until the out of regulation condition clears. Additional information was received from a manufacturer representative (rep). It was reported impedances were checked and electrode 8 was greater than 40k. The rep reprogrammed all groups to avoid electrode 8. The patient was then able to increase stimulation. The cause of the issue was the high impedance on electrode 8. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the issue was not determined. No further complications were reported.